Event description:
After working with the psc041 for about 15 minutes, the physician decided to exchange out for a psc032. Before removing the psc041, the physician shut down the flow switch on the aspiration tubing, moving the indicator from green to red. After introducing the psc032, the physician was unable to reengage the flow switch on the aspiration tubing from red to green. A new set of aspiration tubing was taken from inventory and utilized. No pt injury was encountered. After the case, the physician took the old tubing and used a clamp to move the flow switch out of the off position with a significant amount of force.

Manufacturer narrative:
Technical eval: the aspiration tubing required a series of decontamination, soaking, and flushing to remove the coagulated blood from inside and outside of the device. The switch was tested on/off during flushing and it was operating properly. It was then cycled on/off 20 times without any resistance or malfunction. Conclusion: there was no problem found with the switch or the device. The resistance felt by the physician was likely caused by the amount of blood getting in the grooves of the switch and creating friction as was noticed during decontamination. The switch required more force to move on/off back and forth as described in the complaint. The DHR of this lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0191.d (sa, aspiration tubing), lot number l14027. All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for adhesive bond strength. DHR review does not indicate any anomalies due to the mfg process. The parts released in this lot met process requirement.